Event description:
Reporter stated that caller from facility reported that three identical bags were compounded on the unit, two receiving the correct volume of 1175ml while the third received 1050ml, based on the total volume delivered display of the unit. The caller did not have any further details. The reported underfilled bag was discarded, so there was no pt involvement. The unit will be returned for eval.